Manufacturer narrative:
Manufacturer's investigation conclusion: although power elevations were confirmed via the submitted log files, a specific cause for these events could not conclusively be determined. The submitted log files contained data from 01jan2020 through 09jan2020. The log files captured numerous elevations in pump power above the patient¿s baseline, up to 8.1 watts. Corresponding elevations in calculated flow were recorded during power elevation events, up to 8.3 lpm. Of note, the log files captured 202 pi events and the majority of the power/flow elevation events appeared to be associated with pi events. Power and flow appeared to return to baseline on 08jan2020. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The implant kit was shipped with heartmate ii lvas IFU, document # (B)(4), on 10aug2016 via customer order (B)(4). Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU section 1, ¿introduction¿ under ¿pulsatility index (pi)¿, states that, ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi values is related to the amount of assistance that is provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle).¿ also in this section under ¿speed¿, the IFU states, ¿during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected.¿ the heartmate ii IFU section 4, ¿system monitor¿, states that, ¿ ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad clinician are suspecting a device thrombus and requested for log file analysis. Manufacturer technical services reviewed the log file and observed there were some above baseline powers noted in the 8-9w range and most were associated with pi events. On the (B)(6) 2020, the log file analysis showed that the pump power had been running in the 6-7w range since (B)(6) 2020, which would be appropriate for the patient's fixed speed. No further information was provided.